Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that a transient ischemic attack (tia) occurred. The patient had a 33mm watchman ® laa closure device implanted successfully in (B)(6) 2011. In (B)(6) 2015, the patient experienced a tia which resulted in the loss of use of his right hand. A day later the symptoms resolved and he regained full use of his hand.